Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, prior to the procedure, the bands were on top of each other. Reportedly, the physician attempted to straighten the bands but failed. The bands then fell and the device was then removed. The same issue occurred with second speedband superview super 7 device. The banding procedure was cancelled. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: problem code 2610 for the reportable issue of bands failed to deploy. Problem code 1484 for the reportable issue of bands prematurely deployed. Investigation results: received one speedband device with the ligator head for analysis. A visual examination of the ligator head found six bands present and were moved out of their positions with some bands were caught under the other bands. It was noticed that the ligator head teeth were bent. The suture was intact and the trip wire was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and contributing to the reported issues. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is cause traced to component failure, since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, prior to the procedure, the bands were on top of each other. Reportedly, the physician attempted to straighten the bands but failed. The bands then fell and the device was then removed. The same issue occurred with second speedband superview super 7 device. The banding procedure was cancelled. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.